Manufacturer narrative:
UDI number: na.

Event description:
The patient reportedly experienced headpiece retention issues and intermittent lock. External equipment was exchanged and additional magnets were added to the external equipment, however, this did not resolve the issue. On (B)(6) 2015, the internal magnet was replaced and the skin flap was thinned. The patient is being monitored.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device and is doing well. The explanted magnet passed the visual inspection and gauss measurement test performed. The explanted magnet passed the tests performed. No corrective action is indicated. This is the final report.

Manufacturer narrative:
The explanted magnet was returned to advanced bionics on september 3, 2015.